Manufacturer narrative:
Mindray service representative replaced the power supply and encoder. Calibrated and safety tested unit to factory specifications.

Event description:
Customer reported the passport 2 monitor shut down which may have resulted in a loss of monitoring. No pt injury was reported.